Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the max bolus setting was set incorrectly. Tandem technical support guided the customer through adjusting the max bolus settings. There was no reported impact to customer's blood glucose (bg) level. Customer stated they had not tested bg levels.